Event description:
A consumer implanted for other chronic/intract pain (trunk/limbs) and spinal pain reported via the manufacturer's representative (rep) they were experiencing shocking at the pocket site which was in their left buttock. The rep. Met with the consumer on (B)(6) and was unable to reproduce this. The rep. Had the consumer press on the site and was still unable to reproduce the sensation. The consumer was unable to give details about how often this occurred or if it occurred with stimulation off. An impedance check was performed with all results within normal range. The rep. Asked the consumer to keep a log noting time and date as well as other details regarding the shocking. The device was reprogrammed with good bilateral coverage, and the consumer continued to not experience any discomfort. It was unknown what led to this issue or if the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.